Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the blue end (the infusion port connecting to the patient" of a prismaflex st100 set was observed to have an "internal crack" and leaked after being connected to the patient for continuous renal replacement therapy. No leakage was noted during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.